Manufacturer narrative:
No sample was received for the preliminary report, and the fault can therefore not be verified at this time. Visual inspection was performed on the retention sample from the same lot. The retention sample passed inspection, showing no signs of failure. Production records was inspected, and no divinations could be found. According to received information patient was not affected by the incident. If device is received for investigation and investigation brings new information a follow-up report will be submitted. This MDR is resubmitted as it was discovered that this MDR has not been successfully loaded into fdas database. The initial reporting to FDA of this case has been done to FDA within the original deadline, however in the wrong file format to support correct upload. This submission represents a reload of data to ensure correct upload to the FDA database.

Event description:
The tip of the ascope3 regular broke off in the endotracheal tube (ett) after patient intubation. Anesthesiologist was able to retrieve the broken off piece from the ett.